Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: 2016 (B)(6)explanted: 2016 (B)(6) product type catheter a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml morphine at 0.6 mg/day via an implantable pump for malignant pain and cancer pain. It was reported that the pump and catheter track were showing signs of infection and the device system was explanted. No known environmental, external, or patient factors were noted to have led or contributed to the issue. No diagnostics were performed and no actions were taken other than removal of the device. The issue was considered to be resolved and the patient was "alive -no injury". The patient's medical history included cancer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-nov-30 reported the healthcare professional reported the event to the manufacturer representative. No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.